Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the biased high qc and patient na results is unknown. The customer contacted the siemens customer care center to discuss the bias between two dimension vista instruments. The customer was advised to run the dilution check procedure. The issue was resolved by performance of the imt dilution check procedure described in the dimension vista operator's guide. "A dilution check is run in order to assess the aliquotter/imt probe functionality (evaluating for the presence of water on the probes), and quality of the imt probe mix." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Biased high sodium (na) results were obtained on qc and patient samples on the dimension vista 1500 instrument. Patient results were reported to physicians during a period from 2016-09-20 through 2016-10-07 in which qc values were high but within the laboratory acceptance ranges. No patient results were questioned by physicians. The account repeated samples in a comparison study versus another dimension vista instrument and lower results were obtained on the alternate dimension vista. No corrected results were reported. There is no indication that patient treatment was altered or prescribed on the basis of biased high na results. There was no report of adverse health consequences as a result of biased high na results.